Event description:
It was reported that during a grastrectomy procedure that the clip did not feed to the jaw properly. Also it malformed and fall down. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.